Event description:
During a renal cryoablation procedure, after placing the two icerod cx 90° needle and starting the first freeze cycle the doctor noticed the shaft of one of the needle started to collect frost. The doctor continued with the freeze cycle resulting in a potential freezer burn at that location. No other information was provided.

Manufacturer narrative:
The device was not returned and could not be investigated. The manufacturing records were reviewed and no related deviation or concerns were found. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. If additional information becomes available a followup report will be filed.